Manufacturer narrative:
Additional clarifying information was received and it was indicated that the previously reported acronym of ¿isp¿ refers to isoproterenol. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31606439l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf (stsf) catheter and the patient experienced cardiac tamponade (CT) treated with drainage which required extended hospitalization. The report indicated that after the procedure was completed, all catheters (stsf catheter, octaray, and soundstar eco catheter) had been removed from the patient's body, a decrease in the patient's blood pressure was observed. Cardiac tamponade was noted. The patient was under observation at the time of the call. The physician assessment of the health problem was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was that there were no problems during ablation but believes that the stress from induction and isp may have contributed to the development of the cardiac tamponade. There were no abnormalities observed prior to or during use of the product. The complaint product(s) will not be returned for analysis. Additional information indicated that drainage of approximately 1 liter was performed. The patient did not require cardiac surgery. Initially, it was indicated that there was no prolongation of hospital stay. However, on 22-dec-2025, additional information indicated that the hospital stay was extended and that the patient has been discharged from the hospital. The energy source used when the adverse event occurred was radiofrequency (rf), and the type of delivered energy for each group of performed ablations was rf. One catheter was used for each. Prior to noting the CT, ablation was performed. There was no error message observed on biosense webster equipment during the procedure.